Manufacturer narrative:
MFR received date: 23 sep 2019. The customer updated their problem description. The customer reported the cooling fan does not turn when alternating current is engaged and the battery indicator is always inactive. Technical support (ts) advised the customer the cooling fan cools the battery charge circuits and is gated by a thermal sensor in the charge circuitry. Ts determined the power switch overlay is the root of failure. The customer reported the unit was returned to service after replacing the power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported unit will not power on alternating current. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.